Event description:
It was reported that during a hemorrhoidectomy procedure, the clips did not close properly and remained open. The surgeon had to complete the case by hand suture. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the pph03 device arrived in good visual condition with only 3 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. The instructions for use state: to fire the device, "squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a "crunch" as the device completes the firing cycle." Also, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." In addition, it should be noted that if the firing sequence is not completed, you could deploy the staples without cutting the washer.